Manufacturer narrative:
Investigation completed on a smiths medical cadd legacy 6500 pump. Device was in good condition on arrival. No evidence of alarm in the event log. When testing was done, the complaint of " air in line" was not duplicated. For preventative measure , air detector was replaced. Unknown what caused the problem.

Event description:
Information received a smiths medical cadd legacy 6500 pump alarming air in line when no air is visualized. No patient involvement.